Event description:
On 21-jul-2022, the following information was provided to kci by the patient: the nurse left foreign material alleged to be v.a.c. Whitefoam¿ dressing in the wound for a week because they did not have the supplies to replace it. Skin started to grow around the v.a.c. Whitefoam¿ dressing. The physician removed the sponge and cleaned out the wound on (B)(6) 2022. Patient stated the dressing removal was painful. On 03-aug-2022, the following information was provided to kci by the nurse: the nurse who saw patient at start of care did not have the supplies available to perform a dressing change and reported that information to the provider. Nurse stated that it was not clear if the nurse was told by provider to leave dressing in place or if the nurse assumed leaving the dressing in place was acceptable until the supplies arrived. Patient was been sent home from hospital without any supplies. The operative note the hha was provided from (B)(6) 2022 stated removal of wound care sponge with debridement of wound surface, removal of suture granuloma. Lidocaine was used, wound explored. The v.a.c. Whitefoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c. Whitefoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed. Based on the information provided, kci cannot determine when the foreign material alleged to be v.a.c. Whitefoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The patient indicated the nurse left the v.a.c. Whitefoam¿ dressing in place longer than the manufacturer's recommendations due to no supplies being available. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. Transition patients between care settings: if the post-acute v.a.c.® therapy unit is not available or discharge, and therapy will be off for more than two hours, remove the v.a.c.® therapy dressings before the patient is discharged. Apply an alternative dressing, such as wet to moist gauze, as approved during times of extreme need, until the new v.a.c.® therapy unit is delivered, and appropriately trained personnel are prepared to provide on-going care of the patient. V.a.c.® therapy should not be discharged with a patient if the clinician has a question about the availability of appropriately trained personnel. V.a.c.® therapy dressings should be removed and an appropriate alternative dressing applied until trained personnel are secured by the healthcare provider and a v.a.c.® therapy unit is delivered. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.